Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl. The customer's insulin pump had received power loss alarm only one time and normal alarms replace battery low battery. Troubleshooting was performed for power loss alarm and advised this is normal behavior of pump the insulin pump will not be returned for analysis.